Manufacturer narrative:
Date of event - estimated since unknown. Haddad a, bocchese m, bocchese m, et al. Racial and ethnic differences in left atrial appendage occlusion wait time, complications, and periprocedural management. Pacing clin electrophysiol. 2021;44:1143-1150.

Event description:
It was reported via literature that pericardial effusion, perforation, cardiac tamponade and device leak occurred. Left atrial appendage (laa) closure procedures were performed at this facility between may 2015 and march 2020 for 109 patients. All patients had successful laa closure procedures with a watchman laa closure device. Five patients experienced a procedural complication, all of which were pericardial effusions. One patient required pericardial drainage due to tamponade. One patient underwent emergent surgical intervention due to cardiac perforation. It was also noted that three patients had device leaks greater than 5mm.